Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 4mm from the tip and it is approximately 7mm long. There is blood present inside the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a tear in the balloon.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.